Manufacturer narrative:
Date of event: 27feb2018. Date of report: (B)(6) 2019. Flow sensor assy, air & o2, v60/v680 was replaced. The unit was repaired and unit is in service. The root cause of the reported issue was not determined. The gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports the device failing air flow accuracy. There was no patient involvement.